Manufacturer narrative:
Trackwise #(B)(4). Event description:the hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer z, they fixed the fixed position and turned the knob, but couldn't fix it by spinning around. A new one was opened and used. The operation has finished successfully. The acrobat-I stabilizer is from 3000147455. This issue happened in (B)(6), and it is determined to file a medical device reporting as the similar products are sold in us as well. The investigation has been started, since the complaint was received, the following contents have been conducted: DHR review: the DHR of the reported lot 3000147455 has been reviewed. No non-conformity is observed indicated the reported failure. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tighten and also can tighten the link arm. Trend review: in the last 12 months, 12nd jul 2020 to 12nd jul 2021, the occurrence rate is found to be approximately 0.034%. There¿s no similar complaint reported for this reported lot 3000147455 in this time period. The device has not yet been returned to factory. The device evaluation will be conducted once it's received. A supplemental report will be submitted when it's available.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer z, they fixed the fixed position and turned the knob, but couldn't fix it by spinning around. A new one was opened and used. The operation has finished successfully. The acrobat-I stabilizer is from 3000147455.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer z, they fixed the fixed position and turned the knob, but couldn't fix it by spinning around. A new one was opened and used. The operation has finished successfully.

Manufacturer narrative:
Complaint internal record trackwise #(B)(4). Event description: the hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer z, they fixed the fixed position and turned the knob, but couldn't fix it by spinning around. A new one was opened and used. The operation has finished successfully. The investigation has been started, since the complaint was received, the following contents have been conducted: 1. Device was not returned. 2. Root cause evaluation, as the device was not returned for evaluation, the reported failure "knob difficult/ unable to tighten-arm does not lock" can't be confirmed. Complaint historical data has been reviewed, the failure "knob difficult/ unable to tighten-arm does not lock" has happened before and has been investigated. The most probable root cause for the "knob difficult/ unable to tighten-arm does not lock" would cause by the acme nut lead in thread broken during rotating the knob , since the broken lead in thread would potential not smoothly engage or even not engage with the acme screw lead in thread during tightening, the knob could not be tighten, and link arm could not be tightened. The acme nut lead in thread broken could be that rotating the knob anti-clockwise rapidly for several circles and then rotating the knob clockwise rapidly, or rotating the knob leaner or too much strength used, which cause acme screw misaligned with the acme nut lead in thread, acme nut lead in thread broken.